Event description:
It was reported through the filing of a lawsuit that on (B)(6) 2024, the patient underwent a le fort 1 osteotomy with bone graft and bilateral split osteotomy. It is alleged that during the surgery a sonopet was utilized to perform osteotomy of the mandible. At a follow-up visit approximately two weeks postoperatively on (B)(6) 2024, the surgeon identified an oronasal fistula in patient¿s palate resulting from thermal injury allegedly caused by the sonopet overheating during the (B)(6) 2024 procedure. This serious injury report is for the alleged overheating of the unknown sonopet tip and reported oronoasal fistula resulting from alleged thermal injury.

Manufacturer narrative:
D4: UDI unable to be provided as the specific device and serial number was not provided.